Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed concomitant product: pentaray nav high-density mapping eco catheter (model# d128211 lot # unknown ), carto 3 system (model# fg540000 serial (B)(4)), smartablate generator (model# m490007 serial (B)(4)), smartablate pump (model# m490008 serial (B)(4))

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for inappropriate sinus tachycardia (ist) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a heart block av requiring permanent pacemaker implantation. Procedure was successfully completed without incident. Post-procedure, the patient became bradycardic. On post-procedure day 2, a permanent pacemaker was implanted. Patient outcome was improved post-intervention. Patient did not require extended hospitalization as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, as there may have been excessive ablation. It was noted that the physician does not believe that the adverse event was related to the patient¿s condition. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.